Event description:
Device ec60a stapler by ethicon failed during nephrectomy requiring converting from laparoscopic procedure to open. The stapler once engaged would not release. The operating room manager returned the device to vendor before discussion with quality & safety. The representative from the company is (B)(4).